Event description:
It was reported that the patient had a myocardial infarction (mi) with chest pain, changes in the electrocardiogram, and new elevation in cardiac biomarkers during the procedure. Thrombolytic treatment and reopro were provided. During the procedure there was a coronary artery dissection in the distal left circumflex coronary (lcx) artery from wire damage that was treated successfully with rapid rewiring of the lesion and prolonged balloon dilatation. The patient also had anemia, but no treatment was provided. The mi and dissection resolved the same day. There were no adverse patient sequelae. The patient was discharged two days post procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of thrombosis, dissection, anemia, angina, and myocardial infarction are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received indicating that there was a slow flow or no reflow phenomenon during the procedure. This was an additional description of the thrombosis event that occurred on (B)(6) 2013 that was treated with reopro, rapid rewiring of the vessel, and prolonged balloon dilatation. This no reflow phenomenon resolved the same day with no adverse patient sequela.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia, dissection, thrombosis, anemia, angina, and myocardial infarction are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.